Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited far p oversensing. No intervention was performed. The physician elected to continue to monitor. There were no patient consequences.